Manufacturer narrative:
The device was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incidents there is no indication of a lot specific product quality issue. In this case, the device was prepped prior to use, then inflated once without any issue noted, which would suggest that the device was not damaged prior to use. The investigation determined the reported balloon rupture appears to be related to case circumstances of the procedure. Based on the reported information, it is likely that during multiple balloon inflations, the balloon outer surface became compromised and/or damaged resulting in the reported balloon rupture during the second inflation at 12 atmospheres. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous, 90% stenosed lesion in the mid left anterior descending (mlad) artery. Pre-dilatation was performed with a cutting balloon and a 2x12mm traveler balloon dilatation catheter (bdc) was advanced to the target lesion. The bdc was inflated twice and on the second inflation to 12 atmospheres (atm) the balloon ruptured. The bdc was removed, and a non-abbott device was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.